Event description:
It was reported that during removal of the catheter from an ob pt, resistance was encountered. The pt was repositioned and catheter removal proceeded. The catheter separated with a 3cm piece being retained. A decision on removal of the piece of catheter has not been made. There were no pt complications.